Manufacturer narrative:
(B)(4)

Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ping meter read inaccurately high compared to his feelings and/or normal readings. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) during a follow-up call with the patient on (B)(6) 2013. The patient reported that the alleged meter inaccuracy began a few days prior to contacting lfs. The patient stated, he was obtaining inaccurate high readings in the "300 to 400 mg/dl" range with the subject meter. The patient informed the mss that prior to when the alleged issue started he would generally obtain blood glucose readings in the "80-140 mg/dl" range. The patient is on insulin pump therapy. In response to the elevated blood glucose results obtained with the subject meter, the patient claimed he would take a correction bolus. On an unspecified date, the patient claimed he developed symptoms of "sweaty, lightheaded, confusion, and issues with his vision" after taking a correction bolus based on a reading obtained with the subject meter. The patient did not recall the reading obtained prior to the onset of symptoms; however, reported that at the onset of symptoms, he tested his blood glucose and obtained a reading of "189 mg/dl". The patient stated, he then tested with the subject meter again, but used a different vial of test strips and obtained a result of "44 mg/dl". In response to the symptoms and low blood glucose result, the patient stated, he treated himself with food and/or drink and confirmed the symptoms abated. At the time of troubleshooting, the cca noted that the patient did not have control solution available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.